Event description:
It was reported that the lead was inserted without issue but when it came time to slit and remove the introducer, the physician encountered difficulty. The physician unscrewed the lead and pulled it back. The physician was then able to slit and remove the safe sheath then advance and refix the lead. The lead remains in use and implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Without a lot number or device serial number, the manufacturing date cannot be determined. If additional relevant information is received, a supplemental report will be submitted.